Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had an unexpected low suspend alarm. Blood glucose value from reported event was 131 mg/dl and the sensor glucose value from reported event was 99 mg/dl. The insulin delivery was suspended due to sensor glucose value of 99 mg/dl suspend before low troubleshooting was performed and resolved the issue. The customer was advised to continue sensing and call back if needed. Nothing will be replaced or returned.